Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that pyxis medstation es system encountered an access issue when attempting to log in as a witness while another user was in the process of re-registering their fingerprint. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4 - updated serial number and primary unique device identifier (UDI) number. Section h4 - updated device manufacture date. Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the malfunction. Occurred due to the permission to access medication. A technical support specialist confirmed that customer resolved the issue by providing the access to registered nurse. The device functioned as intended after the customer resolved the issue.